Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right atrial (ra) lead and the right ventricle (rv) lead. The physician suspected ra lead damage and rv lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.